Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition. There was no asystole of greater than two seconds observed. The rv lead was replaced during the device changeout procedure. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.